Event description:
A journal article was reviewed that contained information regarding this implantable loop recorder (ilr). Infection was noted. The ilr was "prematurely" explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "reveal in-office study." Journal of the american college of cardiology. Mar 27 2012;59(13 suppl. S):e648.